Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) female had impella cp pump for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient's left ventricle (lv) had laceration and perforated resulting in tamponade, surgical repair, and four (4) liters (l) of packed red blood cells (prbcs) was administered.

Event description:
Additional information noted the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.